Event description:
It was reported that the controller exhibited a controller fault alarm. The controller fault alarm was due to low internal battery. The controller was exchanged at the hospital. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the controller exchange, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Functional testing revealed the no power alarm did not sound when both power sources were disconnected from the controller. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen and had signs of leakage. Supplemental testing was performed and the internal battery was removed; the results of the analysis revealed that one of the cells of nimh battery had no voltage, due to the internal battery leakage. After the internal battery was replaced, the controller performed as intended. Review of the controller log files revealed a controller fault alarm logged on 02-apr-2022 at 19:53:20, indicating an internal battery fault. As a result, the reported event was confirmed. Additionally, log files revealed that the controller was in use for less than 2 years. The most likely root cause of the reported controller fault alarm can be attributed to a faulty internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.